Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure some staples were malformed after the firing. The surgeon used hand sewing to pin up the tissue to complete the procedure. No adverse event on the patient.